Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that it takes 4-5 hours to charge the implanted neurostimulator; their hip 'burns' while charging (agent understood ins and antenna get hot) and their back aches for a couple days after charging. Patient also mentioned seeing eri on the recharger screen since about 4-5 weeks or over a month ago. Patient service specialist reviewed meaning of eri and redirected patient to healthcare provider. Patient mentioned that they tried calling manufacturing representative  3 times, but did not get a response. The issue was not resolved. An email was sent to the repair department to replace the antenna. Agent sent email to field for visibility regarding eri. Agent called pt back to confirm address. Additional information received from patient. Pt repeated previously documented information and said they had received a letter with some questions - agent documented responses. 1. After being redirected to hcp to address the implantable neurostimulator / recharger antenna getting hot, was a cause for this determined?-- unknown; patient received replacement antenna which seems to work okay, but still takes like 5 hours to charge. 2. Has the issue with the ins / antenna getting hot been resolved? If not, what are the plans/actions in place to resolve? -- patient said they think the battery starts hurting and getting hot, and their hip burns/hurts for 1.5-2 days. They have an appointment with their hcp's physician assistant. Patient mentioned a manufacturing representative they had been trying to contact never returns their calls, but could not clarify the name of the manufacturing representative.

Manufacturer narrative:
Continuation of d10: concomitant product ID 37791 product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they do not recall when they were notified of the event. This patient has since had a routine replacement due to eri.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.